Manufacturer narrative:
Additional information received november 2, 2015: the target vessel site was the p2 left artery. The parent vessel was not significantly tortuous or calcified. A pre-deployment electrical check was performed. An enpower dcb and connecting cable (details unknown) were used in the procedure. The green led light initially referenced is the detachment light. No low battery light was seen during the case. No fault light was seen during the case. All connections appeared to fit properly without use of excessive force. The micrusphere coil was returned. Both the unspecified enpower detachment control box (dcb) and the cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. It is confirmed that the coil was not returned as reported. The distal section of the device positioning unit (dpu) which is the resistive heating coil exhibits multiple detachment attempts. The detachment fiber partially melted. The dpu passed electrical testing with resistance at 52.9 ohms (range 48.5/56.0) ((B)(4)) and the enpower systems ready green light illuminated (IFU). No manufacturing defects were found. The complaint of the coil requiring multiple detachment attempts to detach is confirmed. The distal section of the device positioning unit (dpu) which is the resistive heating coil exhibits multiple detachment attempts and the detachment fiber partially melted and extended above the resistive coil¿s socket ring. While the root cause of the coil requiring multiple detachments cannot be exactly determined (the dpu passed all electrical testing), it is possible that the contributing factor to the detachment fiber partially melting and temporarily capturing the coil before releasing it may have been the detachment fiber losing its fiber tension. This loss of fiber tension may have caused the detachment fiber to lose contact with the heating surface on one side of the resistive heating coil producing a partially melted detachment fiber. The exact circumstances that may have led to the detachment fiber losing fiber tension and contact against the heating surface cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the exact circumstances of how the event occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that it took about 15 times to detach the micrusphere coil (ssr10040820/lot unknown). The physician tried to insert the coil again and again but it did not detach. The coil detached on about the fifteenth try. The enpower cable and the detachment box were changed during the process but with no benefit. The green led on the detachment box lit. The typical audible signal was heard. There was no problem with other coils before and after that event using the same cable and detachment control box. The procedure was successfully concluded although it was prolonged 15 minutes due to the issue. The product is available for return.